Event description:
Plaintiff was employed as a medical assistant and registered nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: urticaria, hives, allergic rhinitis, itchy and watery eyes and dyspnea. Plaintiff alleges developing a latex allergy.